Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a routine pulse generator exchange procedure. Interrogation of the pulse generator noted that the right ventricular (rv) lead exhibited unspecified impedance issue. The lead was capped and replaced on (B)(6) 2024. The patient had no adverse consequences.